Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure to treat the upper gastrointestinal (gi) tract, performed in (B)(6) 2025. During the procedure, the balloon did not hold pressure, possibly due to a hole. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.